Event description:
Pt reported not feeling stimulation even though the pt programmer indicated the device was on. Pt had recently been to the airport and passed through security gates. The pt has not used the device since. MFR advised pt to contact hcp. MFR attempting to contact hcp for f/u info. A supplemental report will be sent if additional info is received.